Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (monitor - cannot run detect and treat testing due to functional issue) was confirmed. A defective sd card caused abnormal shutdowns. The monitor passed incoming functional testing of the device's ECG acquisition and pulse delivery circuitry. The root cause of the defective sd card could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.